Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to patient complaints of dysphotopsia, halos and glare. The patient noticed the symptoms immediately after the surgery. The lens was explanted and replaced with zct800 (B)(4) 26.5 the patient is stable. There was no incision enlargement, no vitrectomy and no sutures. Visual acuity pre-op (pre-initial implant): os sc (sans correction) 20/40 visual acuity post-op (post-initial implant): os sc 20/150 visual acuity post-op (post-replacement): os sc 20/150 on the day of surgery post-op prescription given to the patient: acyclovir pills, drops: prolensa, lotemax, vigamox. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/08/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.